Event description:
Physician claims leads were not functioning within normal tolerances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that the patient had leads explanted and replaced yesterday (B)(6) 2023). The caller plans to return the leads for analysis.

Event description:
The rep reported the patient will have a lead revision on (B)(6)2023. Technical services (ts) reviewed warranty information and reviewed to send the lead back for analysis. Rep mentioned that x-ray confirmed that the lead is good.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep called back and stated that "settings not available" began to display while patient (pt) was using group b. Caller confirmed pt has been reprogrammed several times since (B)(6) 2023 due to settings not available displaying while attempting to increase stimulation. Caller stated pt is very active and inquired if that could be the cause of that happening. Technical services (tss) reviewed information. Caller stated that both leads seem to have electrodes that intermittently have high impedances. Tss instructed caller to program around any electrodes with high impedances. Caller confirmed they were able to reprogram the leads and was able to optimize therapy. Caller inquired about possible lead revision/replacement. Tss reviewed information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. No cause was identified. They were able to program around and still provide relief. Potential lead revision was discussed, but pt is not interested in surgical intervention at this time. Rep assumes pt has been getting sufficient pain relief with the reprogramming and is no longer getting oor, they have not heard back from the pt.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2022, explanted: on (B)(6) 2023, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2022, explanted: on (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis of the lead (B)(6) revealed that the conductors were broken; 21.5 cm from the distal end of the lead. Analysis of the lead (B)(6) revealed that the conductors were broken; 20.0 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-dec-2025, UDI#: (B)(4). ; product ID: 977a260, serial/lot #:(B)(4), ubd: 13-jan-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reported that since march of 2023, select electrodes on pt's 8-15 lead have been intermittently having high impedances. Caller stated they have met with pt as well as a couple of their colleagues. Caller stated "settings not available" has displayed several times and pt is unable to increase the intensity. Caller stated they met with pt again yesterday due to "settings not available" displaying and electrode 13 displayed a high impedance value. Caller stated they were able to program around electrode 13 and get good coverage. Caller also commented that while they were with pt yesterday, electrode 1 all of the sudden displayed "do not use". Caller stated that the took an x-ray and everything appears to be intact as it should be, and little to no lead migration. Caller stated they set pt's intensity to around 4-5 amps and 500 pulse width and a rate of 40. Caller stated pt called them today and said that "setting not available" began to display again on all groups and pt is unable to increase intensity. Caller commented that pt is "finicky" and constantly adjusts stimulation on their own. Caller confirmed pt does not have access to adjust pulse width and rate, just the intensity. Tss attempted to confirm how high pt is increasing their intensity but caller was unsure. Caller stated that after they reprogrammed them yesterday, pt was able to increase intensity as expected. Caller also stated that pt is very active and is not the normal pain pt. Caller stated pt golfs and works out. Caller stated that their colleague met with pt in the past regarding the same issues and noted that electrode 12 and 14 were elevated but were not too terribly high. Caller stated that when they met with pt yesterday, the impedance values on electrodes 12 <(>&<)> 14 were higher but still good. Caller stated that the impedance values on electrode 8-15 seem to intermittently fluctuate. Caller stated pt has bilateral pain and that pt does not get adequate coverage when trying to only program the lead containing electrodes 0-7. Caller confirmed no falls or trauma that they are aware of. Caller confirmed that pt currently has low dose programming and pulse width has been between 420-500, 45 rate on group a. Group b pulse width is 460, 230, 250, and 300 for programs 1-4. Technical services reviewed information and recommended that someone meet with pt again and call back for further assistance. Caller stated their colleague will be meeting with pt later this afternoon. Another rep called back later the same date and indicated that they were with teh patient for further troubleshooting. Caller ran an impedance check of pt's system and provided the following impedance values for electrodes 8-15: ref2 8-910 ohms 9-460 ohms 10-800 ohms 11-560 ohms 12- 2090 ohms 13 -39500 ohms 14 -1700 ohms 15 -860 ohms the caller attempted to reprogram pt but settings not available continued to display on pt's controller. Caller instructed pt to stand up and they ran an impedance check and gave the following values: ref 2 9 - 35200 12 35300 13 35350 14 3190 caller then instructed pt to sit down and re-ran the impedance check and the following values displayed: ref 2 9 35150 12 35300 13 4430 14 3470 the caller was able to program electrodes 8 <(>&<)> 11 and pt was receiving some coverage on their left side. Pt confirmed they were able to adjust stimulation without "settings not available" displaying. Caller confirmed lead 0-7 was still providing adequate coverage for pt's right side. Caller concluded that the lead containing electrodes 8-15 must be malfunctioning. Caller stated they will talk to pt's hcp about possible revision/replacement. Pt commented that they would rather not have a replacement.